Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated an the customer experienced hyperglycemia with a blood glucose value of 28 mmol/l and was treated with insulin pump. The customer also stated that an inaccurate sensor reading triggered a threshold suspension. The sensor glucose value at the time of the event was 3.8 mmol/l. The blood glucose value at the time of the event was 28 mmol/l. The customer also stated that they had a possible under delivery anomaly. No further patient complications were reported. Troubleshooting was performed and the difference between the sensor glucose and the blood glucose value was not within the target range and the pump failed to detect the faulty sensor in the displacement test. The customer also stated that they received a sensor updating alert. It was unknown whether the customer would continue the use of the device. The sensor will not be returned for analysis.